Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sacro-spinofixation procedure along with vaginal prolapse repair on (B)(6) 2015 and suture was used. During passage through the ligament, the needle bent and broke. It was reported that during the same procedure, the additional dissection was performed to retrieve the needle piece. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual sample was received for evaluation. The evidence of visual examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package inserts (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.